Event description:
During use of the outback re-entry chronic total occlusion (cto) catheter, the catheter could not cross the lesion. Percutaneous transluminal angioplasty (pta) was performed and when the outback cto catheter crossed, the needle could not deploy as the needle "bite the shaft". There was no patient injury. The outback was replaced with another outback cto catheter and the procedure completed. The lesion was the superficial femoral artery (sfa) which had cto. A contralateral cross-over approach was made. The outback cto catheter was used but it was difficult to deliver towards the re-entry point due to severe calcification. Pta was done and the outback cto catheter managed to be delivered somehow. The physician attempted to re-entry but the needle did not come out. The physician observed it outside the patient. The needle "bite the shaft" and it was unable to be deploy. It was replaced with another outback cto catheter and the procedure completed. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the outback re-entry chronic total occlusion (cto) catheter, the catheter could not cross the lesion. Percutaneous transluminal angioplasty (pta) was performed and when the outback elite cto catheter crossed, the needle could not deploy as the needle "bite the shaft". There was no patient injury. The outback was replaced with another outback cto catheter and the procedure completed. The lesion was the superficial femoral artery (sfa) which had cto. A contralateral cross-over approach was made. The outback cto catheter was used but it was difficult to deliver towards the re-entry point due to severe calcification. Pta was done and the outback cto catheter managed to be delivered somehow. The physician attempted re-entry but the needle did not come out. The physician observed it outside the patient. The needle "bite the shaft" and it was unable to be deploy. It was replaced with another outback cto catheter and the procedure completed. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 18057478 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system failure to cross¿ and ¿cannula/needle deployment difficulty - through shaft¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, lesion characteristics (severe calcification) likely resulted in the failure to cross event reported, especially since the device was able to cross after pta was performed. Difficulty crossing a lesion, or an anatomical structure is a known procedural occurrence. The consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing is most commonly related to patient anatomy, operator technique and appropriate device selection. Additionally, without further information or return of the product, it is not possible to determine what factors may have contributed to the event of the cannula/needle deploying through the shaft (the interpretation of ¿bite the shaft¿ statement). However, procedural/handling factors are possible since there was no report of issues occurring with the needle during prep. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿a sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atmospheres to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive calcification at the site of re-entry may impair performance.¿ in the directions for use, the IFU states, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip.¿ neither the phr review nor the information available for review suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.